Event description:
Nitric oxide machine stopped functioning, causing the patient immediate stopping of inhaled pulmonary vasodilator with rapid increase in pulmonary pressures. Patient had pea (pulseless electrical activity) arrest. Resuscitation was achieved.